Manufacturer narrative:
Product complaint # (B)(4). This report is related to a journal article, therefore no product will be returned for analysis and the manufacturing record evaluation cannot be reviewed as the lot number has not been provided. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Does the surgeon believe that ethicon products involved (vicryl rapide suture, monocryl suture) caused and/or contributed to the post-operative complications described in the article? Does the surgeon believe there was any deficiency with the ethicon products (vicryl rapide suture, monocryl suture) used in this procedure? Were the cases discussed in this article previously reported to ethicon? If yes, please provide a complaint reference number. Patient demographics citation: 2018 the british editorial society of bone & joint surgery; doi:10.1302/0301-620x.100b5; bone joint j 2018;100-b5:584¿9. (B)(4).

Event description:
It was reported via a journal article: title: the functional and dynamometer-tested results of transtendinous flexor hallucis longus transfer for neglected ruptures of the achilles tendon at six years¿ follow-up authors: c. J. Lever, h. A. Bosman, a. H. N. Robinson. Citation: 2018 the british editorial society of bone & joint surgery; doi:10.1302/0301-620x.100b5; bone joint j 2018;100-b5:584¿9. The aim of this retrospective case series study is to present flexor hallucis longus (fhl) tendon transfer as a well-recognized technique in the treatment of the neglected tendo achillis (ta) rupture. Between 2003 and 2011, 20 patients agreed to participate in this study, the cohort comprised 16 male and 4 female patients, the mean age at time of surgery was 53 years (32 to 83). During the procedure, wound closure was performed in layers with intradermal 3-0 monocryl (ethicon, inc., johnson & johnson, somerville, new jersey) followed by interrupted 2-0 vicryl rapide (ethicon, inc.) To skin. Complications included 6 (30%) patients had postoperative wound problems. There were three cases of superficial infections requiring treatment with oral antibiotics. One patient had a minor wound dehiscence, requiring admission for intravenous antibiotics. A further patient had a wound that was slow to heal. The final patient had scar adhesions. No patient required further operative treatment. Three of the patients were smokers all of whom had wound healing issues. In conclusion, a long harvest of fhl tendon with transfer through the distal ta stump and its reconnection to the triceps surae proximally gives good long-term functional outcomes with good strength of plantarflexion. There is little comorbidity from the tendon harvest, and lack of a distal fhl to fdl tenodesis does not give rise to any significant functional loss or alignment issues of the great toe.